Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the pkg-transseptal guidewire 230cm returned reloaded into dispenser assembly. During the dimensional verification conducted, device's diameter was within specifications. Additionally, no resistance was noted when advancing the wire from the dispenser assembly thought the insertion tool. Also, it was noted a distal end bend damage, creating excessive lift. The reported allegation cannot be confirmed. The device was returned but there is insufficient information as the device performed as expected. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in block(s) MFR site facility name, MFR site address 1, MFR site city, MFR site zip/post code, MFR site country (g1), in section g - all manufacturers.

Event description:
It was reported that during a farapulse procedure indicated for atrial flutter (af), a protrack pigtail wire was selected for use. The physician could not get the wire to move in the cheater/insertion tool directly out of the package. The issue was noted while advancing the insertion tool over the pigtail. While using hemostats to dislodge, the stuck wire splashed himself in the eye with blood. The blood splash was from his hands, that came from the groin initially. The physician was able to get it unstuck and utilize the wire. The procedure was completed with the same device. No patient complications occurred. The device was not inserted into a metal tool. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a farapulse procedure indicated for atrial flutter (af), a protrack pigtail wire was selected for use. The physician could not get the wire to move in the cheater/insertion tool directly out of the package. The issue was noted while advancing the insertion tool over the pigtail. While using hemostats to dislodge, the stuck wire splashed himself in the eye with blood. The blood splash was from his hands, that came from the groin initially. The physician was able to get it unstuck and utilize the wire. The procedure was completed with the same device. No patient complications occurred. The device was not inserted into a metal tool. The device is expected to be returned for analysis.